Event description:
Caller reported a false negative troponin (tni) result using the triage cardiac profiler. Patient was admitted to the ER with chest pain. Patient was admitted to cath lab and no mi was confirmed. Diagnosis: afib and av block. Lab cut off: 0.1.

Manufacturer narrative:
No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Tni correlation to the dimension analyzer has not been verified by alere; product support could not rule out sample interference on that platform. Upon review of the manufacture data at pouch release and calibration, device lot w48318 was within the mdd specifications. Corrective action not required at this time, as product deficiency was not established.